Manufacturer narrative:
Concomitant medical products: 1458ql-86, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient representative that one of the patients leads became loose causing the physician to elect to replace the implantable pulse generator (ipg). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.